Event description:
It was reported that the gastrointestinal videoscope was cleaned and not sterile. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error was displayed. Based on the results of the investigation, and since the customer allegation was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the communication error message was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.